Event description:
Additional information received on (B)(4) 2014: medical check (B)(6) 2014: the patient underwent the rebuilt of the left front cruciate ligament and the treatment of the associate pathology. There was an absence of vascular deficit, an important articular spilling, a big pervasiveness of the shin bone, dried wound, limited extension of 10°, possible push up till 40° with pain. Arthrocentesis of 100 ml of blood and a vial of synvisc one was done to patient and it was given the indication to use stocking against tvp, to use a tutor and the crutches. Therapy prescribed: clexane and toradol; moreover it was given the indication to put ice 3 times a day and stretching several times a day. Medical check done on (B)(6) 2014: there was an absence of vascular deficit, an important articular spilling, the pervasiveness of the shin bone was better, dried wound, presence of edema, no infection, extension limited to 5°, possible push up till 90°, 40°c with pain at the end. Arthrocentesis of 50 ml of synovial liquid with blood and injection of one vial of synvisc 20. It was given the indication to use stocking against tvp, to use a tutor and the crutches. Therapy prescribed: clexane and toradol; moreover it was given the indication to put ice 3 times a day and stretching several times a day. Medical check done on (B)(6) 2014: there was an absence of vascular deficit, since 2 days there was a secretion of citrine with white solid matter (micro-fragments of the grafted bone) from the fistula. Medication was done and it was given the indication to use stocking against tvp, to use a tutor and the crutches. Medical check done on (B)(6) 2014: there was an absence of vascular deficit, since 8 days there was a secretion of citrine with white solid matter (micro-fragments of the grafted bone) from the fistula. Medication was done and it was given the indication to use stocking against tvp, to use a tutor and the crutches. Medical check done on (B)(6) 2014: there was an absence of vascular deficit, the secretion of citrine is now corpuscular and yellow colored with the expulsion of the grafted calcium triphosphate. Medication was done and it was given the indication to use stocking against tvp, to use a tutor and the crutches. Medical check done on (B)(6) 2014: revision of x ray. It was given the indication to use stocking against tvp, to use a tutor and the crutches. Evaluation to use the vacuum therapy. Medical check done on (B)(6) 2014: the knee has edema with secretion of citrine and expulsion of fragments of calcium triphosphate . Medical check done on (B)(6) 2014: secretion still present. Vacuum therapy still to be done. Medical check done on (B)(6) 2014: the shin bone was exposed, so it is necessary a new surgery. (B)(6) 2014: she underwent a new surgery for the removal of inflammatory tissue with fragments of calcium triphosphate.

Event description:
It was reported to baxter italy that a patient experienced a fistula and necrosis on their deep tissues after surgery in which actifuse abx was used. The product was used during a surgery to re-build the left front cruciate ligament but the product never integrated because after 18 days from surgery, the wound produced a fistula and in a very short time there was necrosis on the deep tissues that determined the shinbone exposure and the distal mobilization of the front cruciate ligament. The customer stated the patient is a healthy woman with no allergies. Two months after surgery, the customer stated the patient still has to use a tutor, the clutches and is obliged to use a machine for vacuum (pico). On (B)(6) 2014, the patient underwent a new surgery to remove the inflammatory tissue with fragments of calcium triphosphate. No sample is available and product code and lot number are unknown. No further information provided.

Manufacturer narrative:
(B)(4). Additional information was received from the customer, however the additional clinical information received did not change the conclusions of the previous medical assessment. Baxter apatech completed the investigation. Sample evaluation could not be performed as no sample was available. Batch record review was performed for the reported lot and it was determined all released product met specifications and no deviations or non-conformities were reported during the manufacturing process of the batch. No trend was identified. Per apatech, further investigation could not be performed as no sample was available. This is the first complaint of this nature received for this product lot. The case will be kept on file for trending purposes.

Manufacturer narrative:
(B)(4). Baxter medical assessment: the report raises the suspicion of a local inflammatory reaction. Although this reaction may be triggered by diverse patient, pathology, or surgery-related factors, we cannot exclude that the use of actifuse has caused or contributed to the reported event. A follow-up report will be submitted upon receipt and evaluation of the manufacturer's investigation results.